Event description:
I recently bought contacts online at "1-800-contacts.com" & they sold me contacts without a prescription & now I just left (B)(6), to find out I have a cornea ulcer in my left eye & suffering bad from the pain & everything, now I am taking antibiotics and still in the phase 1 healing stage and process. Due to this eye injury I¿m not able to go to work like I was supposed to do and not able to do the activities I was doing before this happened and it¿s hard to drive now and the pain& suffering it caused me like I couldn¿t see because my eye was watering, red & irritated and swelled up and it hurt along with the headaches and really sensitive to bright light, it was difficult to keep my eye open.